Manufacturer narrative:
Unable to prime the pump during the prime test due to a slightly loose drive support disk. Unable to perform the occlusion or excessive no delivery tests due to the prime anomaly. The pump also had a cracked case at the display window corners, a cracked display window, a cracked belt clip slot, a cracked reservoir tube and reservoir tube window, and minor scratches on the lcd window.

Event description:
Customer reported that the insulin pump drive support was sticking out and he pushed it in. Customer stated that the unit is frequently alarming no delivery. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.